Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the ao placement signal reading 70¿s/30¿s and a-line reading 103/60¿s with a map of 70¿s. The position was confirmed via bedside echocardiogram (echo) but not with centimeter marking and was not recorded in echo reading. The physician was made aware of the issue. Will use an a-line and cuff to treat the patient. Impella position unknown was triggered. It was reported that the procedure was successful.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the placement signal issue cannot be established.

Manufacturer narrative:
B1 and b2: corrected reportability based on new information. H1: corrected reportability. H6: omitted code f26 and added code f02. Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in an 81-year-old male patient presenting with cardiomyopathy. Scai stage c shock. The ao placement signal was reading 70s/30s, while the arterial line showed 103/60 mmhg with a map in the 70s. Device position was confirmed via bedside echocardiography, although centimeter markings were not documented in the echo report. The physician was aware of the discrepancy and elected to use the a-line and cuff pressures to manage the patient. A device position unknown alarm was later triggered due to a sensing issue, which appeared to be sensor-related rather than an actual placement issue. Cassette was changed by perfusion. Care was subsequently withdrawn, and the patient expired. The reported events are placement signal issues and death. The impella 5.5 will be conservatively reported for death; however, the death is more plausibly attributed to the patient¿s underlying critical condition as they presented in scai stage c shock.

Manufacturer narrative:
D6b: updated explant date.